Manufacturer narrative:
(B)(6).

Event description:
It was reported that dissection occurred. The patient presented with chest pain. The target lesion was located in the left main artery. Following deployment of a 2.50 x 20mm synergy drug eluting stent (des), a non-flow limiting edge dissection distal to the stent was observed under fluoroscopy. A 3.00 x 32mm synergy des was deployed overlapping the first stent distally and from the left main to the left anterior descending artery. There were no further patient complications reported and the patient was doing well.